Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the md was inserting the central venous catheter in the emergency room when the incident occurred. The md was inserting the spring wire guide (swg) into the syringe and felt a little resistance toward the swg, however, it advanced smoothly. He experienced this resistance several times before. The swg was positioned in the right positon in the vein, he dilated the vessel and inserted the catheter. When he went to pull or remove the swg from the catheter, he encountered difficulty. He checked the x-ray and there was no problem on the vessel or the position. He tried to pull the swg out and suddenly it stretched. He had to make an incision to remove the swg from the pt. There was no pt death, but had trauma due to the surgery.